Manufacturer narrative:
The safety and efficacy of minerva endometrial ablation has not been evaluated when combined with uterine artery embolization. Search of medical literature on the topic of combining uterine artery embolization with endometrial ablation did not produce any results. Ischemia and necrosis of the uterus are rare, but known complications of uterine artery embolization, and are not known adverse event(s) of endometrial ablation. The disposable handpiece used in this case was not returned. A device history record review could not be conducted as the lot number of the device is unknown. Released handpieces meet all qa specifications including adequate sterilization. Evidence suggests that the device did function as intended. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection.

Event description:
A pre-menopausal woman was recently diagnosed and treated for melanoma. As a result of her treatment for melanoma she developed and was diagnosed with pulmonary embolism, which was managed with anticoagulants. Secondary to anticoagulative therapy, the patient developed abnormal uterine bleeding (aub/hmb-c) and sought care in the emergency room of a local hospital. At the time of admission the patient was bleeding profusely and anemic. In an effort to reduce the patient's bleeding, the patient underwent uterine artery embolization, hysteroscopic polypectomy using the truclear device, d and c, minerva endometrial ablation, and blood transfusion. The patient was discharged a few days later. Approximately three weeks later, the patient developed lower abdominal pain and symptoms consistent with infection. She went to the emergency room and later transferred to a different medical facility. CT scan was performed and indicated small air pockets in the myometrium of the uterus and in the uterine cavity. Blood cultures were positive for clostridium perfringens. Hysterectomy was performed. During surgery the uterus was intact, with no evidence of uterine perforation and/or thermal damage on the exterior surface of the uterus or outside the uterine cavity. However, the uterus was severely ischemic with evidence of partial necrosis. Pus was present in the uterine cavity. After the procedure the patient underwent treatment for infection, fully recovered and was discharged.